Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(6), female. Date and name of index surgical procedure? (B)(6) 2018. The diagnosis and indication for the index surgical procedure? Please refer to the event description, no further information can be provided. On what tissue was the suture used? Please refer to the event description, no further information can be provided. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please refer to the event description, no further information can be provided. Were the unabsorbed sutures and inflammatory tissue removed during a second surgical procedure? Please refer to the event description, no further information can be provided. Was pathology testing performed on the removed tissue? If yes, results? Please refer to the event description, no further information can be provided. Please provide the date the unabsorbed sutures and inflammatory tissue were removed. Please refer to the event description, no further information can be provided. What was the appearance of the suture when they removed? Please refer to the event description, no further information can be provided. Other relevant patient history / concomitant medications please refer to the event description, no further information can be provided. Please clarify the lot number involved. Please refer to the event description, no further information can be provided. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? Unk.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture used on soft tissue was not absorbed as expected on (B)(6) 2019. The suture was wrapped by the surrounding soft tissue, so the spot was indurated. The unabsorbed sutures and inflammatory tissues were removed completely during an additional procedure. Then the patient's condition changed better. Additional information has been requested.